Manufacturer narrative:
(B) (4). The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The implantable neurostimulator stopped working. Device interrogation revealed an end of service message. Neurostimulation was delivered using the following 2 programs: amplitude 10.5 volts, rate 100 hertz, (ch1) pulse width 390, 2 cathodes, 2 anodes, (ch2) pulse width 360, 3 cathodes, 1 anode. The device was set to continuous usage 24 hours a day. Based on those parameters the longevity calculation was less than 1 month. The device was replaced due to non-normal battery depletion. The pt recovered without sequela from replacement surgery.